Manufacturer narrative:
Corrected: h3; device not eval provide code from "device evaluation anticipated, but not yet begun" to "other" (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications out of warranty.

Event description:
The hospital reported that during annual check on t.w. Power supply, they found current out of spec vs service manual in high and low current checks. No patient involvement.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during annual check on t.w. Power supply, they found current out of spec vs service manual in high and low current checks. No patient involvement.